Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a syncopal episode. The s-ICD did not record any episodes, however oversensing of noise was observed in the primary and secondary vector. The source of the noise was thought to be due to the patient's left ventricular assist device (lvad). In the alternate vector, p-wave oversensing and small amplitudes were observed. At this time no changes have been made and the s-ICD remains implanted and in service. No additional adverse patient effects were reported.